Event description:
Customer reportedly obtained results of 451mg/dl and 90mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Customer was using a miscoded device at the time of the comparison. Requested return of suspect device and replacement was sent.